Event description:
A report was received that the patient underwent an explant procedure due to an infection at the pocket site. Antibiotics were administered. The physician assessed the infection to be procedure related. (MFR report # mdr3006630150-2015-00116)

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. Additional suspect medical device components involved in the event: model #: sc-2366-50, serial #: (B)(4), description: linear¿ 3-6 lead, 50cm.